Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the needle bent in v-go after started to come off could be determined as the complaint could not be confirmed.

Event description:
The patient stated he had about 10 v-go devices from the same box that came off. The patient confirmed he presses the v-go on for 5 to 10 seconds and runs his finger around the pad after application. The patient said he would apply the v-go in the morning and by midday, it would come off. The patient has tried both his abdomen and arm and changes the application site.